Event description:
Missing component in expresscare kit kn974a/2 that extended the surgical procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.